Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer had failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 in auxiliary full height had bad rails. A field service engineer replaced the slide rails and tested the drawer it worked fine. Drawer 2.2 in main cubies was off the bus. Row board cables were reseated and tested good in hardware test application. Issue was resolved. The system functioned as intended after the field service engineer repaired the device.